Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen may have developed paradoxical hyperplasia 5 months after the treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen may have developed paradoxical hyperplasia 5 months after the treatment.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11682 become aware date (g3): 5/10/2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2022 using the legacy coolcore & coolsmoothpro applicators, who developed paradoxical hyperplasia (ph) after treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2022 using the legacy coolcore & coolsmoothpro applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
H11 corrected data: h7 h9.